Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where a leak was observed at the injection site on this colleague filter set. It is unknown when this incident occurred. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample was discarded and therefore is not available for evaluation. If any additional information becomes available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4)